Event description:
According to the reporter: scrub tech in case said she had difficulty loading endostich cartridge. When she handed the loaded endostitch handle to dr averback the needle came out into pt. Needle was retrieved. There was no unanticipated tissue loss. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).